Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The user facility reported that the balloon lost pressure after approximately 10-12 hours in patient use. According to the report, the patient experienced bronchial aspiration. See mfr3: 2183502-2016-01626.